Manufacturer narrative:
The reported events were lead dislodgement and far-r oversensing. The reported event of far-r oversensing was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inappropriate mode switch episodes due to far r oversensing on the atrial lead. X-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.